Event description:
It was reported that during a procedure in the distal left anterior descending artery, to perform post-dilatation in a deployed unspecified xience stent in the distal left anterior descending coronary artery, a 2.75x12 nc trek rx balloon dilatation catheter was advanced without resistance to a moderately calcified lesion. When the nc trek balloon was inflated to 6 atmospheres, the balloon ruptured. The nc trek balloon dilatation catheter was withdrawn without resistance. Another 2.75x12 nc trek rx balloon dilatation catheter was advanced to the lesion without resistance, then also ruptured when inflated to 6 atmospheres. The second nc trek was withdrawn without resistance. No replacement devices were used, as the procedure was considered completed. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first nc trek rx 2.75 x 12 mm is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, dimensional measurements, and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Sem analysis was performed and the results suggest that the balloon failure may be attributed to mechanical damage to the outer surface. Evidence of mechanical damage was observed on the outer surface near the leak edge. Additionally, sem analysis noted that the leak was not located in a fold. This suggests that the balloon material likely interacted with calcification or associated devices in such that the material was damaged or scratched causing the material to rupture under pressure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.